Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for non-retraction of the needle, regardless of the pt outcome. This complaint is related to an echo-hd-19-c device of an unk lot number. The echo-hd-19 device involved in this complaint was not returned for eval. With the info provided, a document based investigation was carried out. A possible cause of this complaint is that the needle may have been damaged on its introduction into the endoscope, during use if the stylet was not fully in place or during advancement of the needle or if the device was being used in a tortuous anatomy. If the needle was kinked / bent during use this could result in preventing the needle retracting into the sheath. The complaint info reported that this incident occurred after the first pass. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory it is not possible to definitively state if this is the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. A review of the mfg records for the echo-hd-19-c device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The pt did not experience any adverse effects due to this occurrence. Complains of this nature will continue to be monitored for potential emerging trends.

Event description:
Complaint description received is as follows: after acquiring the specimen with the first device, the physician could not get the needle to retract back into the sheath. They attempted to complete the procedure with a second device. Once down the scope with the second device, they could not advance the needle out of the sheath. The procedure was successfully completed with another procore needle. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.